Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error during normal use. Customer does not recall any significant events leading to the error. Customer's blood glucose was 120 mg/dl at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.